Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported three false positive results with binax now covid-19 ag on (B)(6) 2022. Per customer, three employees received positive results with binax now covid-19 ag, and negative results with a pcr test at a doctor clinic. This MFR. Report addresses test three (3) of three (3) tests. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported three false positive results with binax now covid-19 ag on (B)(6) 2022. Per customer, three employees received positive results with binax now covid-19 ag, and negative results with a pcr test at a doctor clinic. This MFR. Report addresses test three (3) of three (3) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue.d5 e1, e2, e3. G2 h3 other text : device discarded, single use.